Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient may undergo surgical intervention at a later date. No additional information at this time.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received identified that patient stopped charging the ipg for over a year and the ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.